Event description:
The patient's transplant was routine.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The account reported that the patient received a heart transplant on (B)(6) 2019. The patient was a bridge to transplant candidate and the transplant was not device related. It was also communicated that heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) would not be returned for evaluation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. No device related issues were reported by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31may2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant.